Event description:
A malfunction was reported on the pump, identified by the user, but no significant events occurred prior to the malfunction. There was no adverse impact on the customer¿s blood glucose level. The malfunction code was resettable, and technical support provided information to reset the pump, assisting the caller in doing so. After the reset, the malfunction code did not recur, and the customer was advised to continue using the pump and contact technical support if any issues arise again.